Manufacturer narrative:
An event with patient effects of pulmonary embolism and coronary obstruction/occlusion was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. There were no complaints associated with any other devices from the lot. Based on the available information, the cause for the reported patient effects of pulmonary embolism and coronary obstruction/occlusion could not be determined. An unexpected medical intervention is a result of case-specific circumstances, as medication was administered. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: (B)(4) - sh device registry, patient site ID: (B)(6). It was reported that on(B)(6) 2025, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was implanted in the patient using a 8f amplatzer trevisio intravascular delivery system. On (B)(6) 2025, the patient had a pulmonary embolism with occlusion of right medial basal segmental pulmonary artery and medications were prescribed. The patient was reported stable.

Event description:
Clinical information: crd_1032 - sh device registry, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 25mm amplatzer multi-fenestrated septal occluder - cribriform was implanted in the patient using a 8f amplatzer trevisio intravascular delivery system. On (B)(6) 2025, the patient had a pulmonary embolism with occlusion of right medial basal segmental pulmonary artery and medications were prescribed. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.